Manufacturer narrative:
This report is submitted on march 17, 2023.

Event description:
Per the clinic, the patient experienced a wound dehiscence, extrusion of the device and an infection at the implant site that was treated with oral and IV antibiotics. There was a skin revision where granulation tissue was removed. The device was explanted on(B)(6) 2023.

Manufacturer narrative:
This report is submitted on january 30, 2023